Event description:
It was reported that: "the product broke during contrast injection. Crack at the joint. No consequences for the patient" update 08oct2024 - additional information received from the issuer: "- could you please tell us if the physician felt any abnormal resistance, flushing the internal lumen of the magic? No - could you please tell us if the magic was used with a guidewire? Yes - could you please inform us about patient condition to date? Without affecting the patient's healt - could you please tell us how the physician ended-up the case? Using anither product" incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the returned device (magic1,5f) was inspected in our quality laboratory. During our analysis, we observed the following points: - we received the defected product in its primary pouch and its secondary packaging. - the catheter is ruptured at the level of the white part approximately 10 cm from the distal part - there are no other defects on the length of the catheter the lot history records (lhrs) review did not highlight any anomaly during manufacturing which could potentially explain this issue. Several tests were performed during the manufacturing process: - the magic tubes integrity is 100% controlled by visual inspection. - the sliding test inside the straightened micro-catheter is undertaken for every unit (i.e. No adherence detected). - the microcatheters magic are 100% controlled with a 7 bars pressure test. - the microcatheters integrity including tubing is 100% controlled before the placement into the protective dispensers. The results of these different controls and steps conformed to the specifications and no anomaly were noticed. Based on data from our post marketing surveillance program, the microcatheter rupture during use, could be explained by an overpressure above the maximum 7-bars limit indicated on the label and in the instructions for use but this hypothesis could not be confirmed as, in the additional information provided by the hospital, the physician reported that he did not feel any resistance during the injection. In conclusion we lack information to conclude on the precise root cause of the incident you encountered. However, please be sure we fully take your report into account, and we will make sure this failure mode will continue to be monitored as part of our post-market surveillance program. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference: # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the product broke during contrast injection. Crack at the joint. No consequences for the patient" update 08oct2024 - additional information received from the issuer: "- could you please tell us if the physician felt any abnormal resistance, flushing the internal lumen of the magic? No - could you please tell us if the magic was used with a guidewire? Yes - could you please inform us about patient condition to date? Without affecting the patient's health - could you please tell us how the physician ended-up the case? Using anther product". Incident report form submitted for this complaint indicates that no patient injury was sustained.